Event description:
It was reported that during a lobectomy procedure the surgeon had clamped down on the tissue and fired the device; when he observed the staple line the staples had not formed. The area was sutured and then used another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Additional information provided: on what tissue type was the device used? At what location on the tissue? On lung/fissure. On which firing(s) did this event occur? First firing. What color cartridge? Green. Was buttressing material utilized? If so, which product? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? N/a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? More than ¾ of the staple line was intact and acceptable. Towards the bottom of the staple line, there were a few non formed staples. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? N/a. Was a leak test completed? N/a. Is a pathology specimen and/or report available? N/a. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No. Was the firing to close a side by side anastomosis? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. Is a pathology specimen available? No.